Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. Device has not been returned for evaluation at this time.

Event description:
It was reported by biomed on behalf of the vat rn that the sherlock 3cg sensor (B)(4) intermittently fails to display the patients internal (yellow) ECG. Sometimes there is a flat line and sometimes the flat line disappears altogether. The rn also stated that intermittently the magnet tracking is off and does not correlate with actual PICC position which is confirmed with x-ray. It cannot yet be determined whether or not the two reported issues are related to the same cause.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of inaccurate magnet tracking was unconfirmed. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. The device was tested and returned to the customer. A history review of serial number (B)(6) showed no other similar complaint(s) from this serial number.

Event description:
It was reported by biomed on behalf of the vat rn that the sherlock 3cg sensor aswkl034 intermittently fails to display the patients internal (yellow) ECG. Sometimes there is a flat line and sometimes the flat line disappears altogether. The rn also stated that intermittently the magnet tracking is off and does not correlate with actual PICC position which is confirmed with x-ray. It cannot yet be determined whether or not the two reported issues are related to the same cause.